Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on and constant noise. This condition was found in the medicine area and occurred upon power up. This had the potential to interrupt delivery. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with constant noise was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries.